Event description:
It was reported that when using the bd pyxis¿ medbank mini drawers were offline and not connected. There was also an issue logging into the machine, as the fingerprint was not usable and the user was unable to type on the machine. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to login into the machine as the fingerprint not usable and unable to type in the machine. The field service engineer (fse) cycled power on the station, rebooted the system, and reseated all universal serial bus (usb) cable. The system functioned as intended after the field service engineer repaired the device.